Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 711 mg/dl. For treatment, the patient was given intravenous (IV). It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 6 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.